Event description:
Information was received from a consumer regarding a patient receiving an intrathecal unknown medication via their implanted pump for an unknown indication. Concomitant mediations included percocet, lyrica, nucynta, ambien, and warfarin. The event date was (B)(6) 2016. The patient began the last episode of over and under dosing of the synchromed ii. After six or seven emergency room (ER) trips the patient's nephew found the patient unresponsive. The patient was overdosed and given naloxone opiate binder and responded. The patient's doctors have in the file that the patient overdosed even after the patient's mother told them the patient had only taken a couple of percocet over the last few days because the ER told her that the patient "would have having a short for pain and not give the patient a percocet close to the shot." The patient was not able to open the pill bottle so she had all of the patient's medications. The patient could not even get the doctor to acknowledge the fact that the tylenol/acetaminophen level was very low so there was no way the patient overdosed themselves. The patient felt like the doctors needed to take some responsibility for taking lives and quality of lives away from their patients. The patient had very bad torture pain that the pain doctors would not acknowledge now that the patient would not be making money for them anymore with this pump and injections. After three days in the hospital with two muscle relaxers a day prescribed during the patient's stay, the siren on the patient's pump finally sounded and the patient was put back on oral medications and deactivated the pump. The patient begged every doctor and every nurse to check the pump while in the hospital. On the last day in the hospital it was checked. The patient was very sorry that this message may not be clear, but all of the physical problems had left the patient impaired.